Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging unusual issue as "stated horizontal line on screen after testing followed by the hourglass that stayed on the screen". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.